Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's gabalon dosage was increased on (B) (6) 2008. Approximately one week later, the pt experienced increased spasticity and resistance was suspected due to the spasticity worsening slowly and progressively. Operability test at refill did not reveal any issues. X-ray also did not show any issues with the catheter position. The pt was followed without dose increase as the pt had already reached the maximum dose. As the spasticity continued to worsen progressively, the gabalon therapy was suspended. The event was mild in severity, definitely related to the investigational drug and unrelated to the pump and catheter. On (B) (6) 2008, a volume discrepancy was noted. The actual residual volume was 7.0ml and the expected residual volume was 17.6ml. The gabalon was resumed on (B) (6) 2008 at a dose of 50 mcg/day. It could not yet be determined if the resistance had resolved as the drug was intentionally not being increased to the level prior to suspension.